Manufacturer narrative:
Upon follow up, tandem clinical diabetes reported that customer's healthcare provider (hcp) reverted the customer to manual injections for insulin therapy. Reportedly, customer's hcp provided further diabetes education to the customer as there was "some non-compliance issues". Hcp was not concerned about the pump functioning properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The infusion set site was changed. Blood glucose was approximately 300 mg/dl. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider (hcp) identified ketones as being dangerous. Intravenous insulin/fluids were administered. Customer was discharged on (B)(6) 2018 with bg/dka resolved. As the event occurred in the past, tandem technical support was unable to determine cause of occlusions.